Event description:
It was reported on 09/25/06 that an incident involving a single heated-wire ventilator circuit was received. The respiratory therapist reported receiving a shock from touching the circuit.

Manufacturer narrative:
Upon receipt of the device a visual examination noted bare wires near the inspiratory connector. Additional investigation is required to reach a determination of the root cause. A follow-up report will be submitted following the determination.